Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, blood clots and inability to retrieve device. The patient reported becoming aware of blood clots, clotting and or occlusion of the ivc, device unable to be retrieved with no documented attempts to remove the filter, and fractured filter struts, approximately six years and ten months post implant. The patient also reported anxiety related to the filter. According to the medical records, the patient was reported to have a history of seizure disorder (due to a closed head injury), weight gain, fever, fatigue, headaches, lightheadedness, dizziness as well as numbness and tingling sensation, memory loss, confusion, nervousness, insomnia, excess thirst and urination, heat and cold intolerance, bleeding bruising and tenderness, blurred and double vision, hearing loss, ringing in the ears and drainage, swollen glands in the neck, heart palpitations, shortness of breath, swelling of feet , ankles, and hands, joint pain, stiffness and swelling with muscle pain and back pain, peptic ulcer, chest pain, sinus problems, kidney stones, incontinence, urinary tract infections (uti¿s), kidney infections, myocardial infarction, pulmonary embolus, deep vein thrombosis, congestive heart failure, depression, bipolar disorder, anxiety disorder, non-compliance with anticoagulation, rectal bleeding, constipation, chronic back and leg pain, narcotic dependency, colon pain, hysterectomy, appendectomy, cholecystectomy, bilateral breast cystectomies and hypothyroidism. The indication for filter placement was planned mainly for prevention due to multiple medical issues, including chronic pulmonary venous thromboembolism and noncompliance. The filter was deployed using anatomical marking and a ruler after the renal veins were identified. The patient was noted as becoming bradycardic with heart rated in the 40-50 range, a chronic problem, which did cause chest pain, and at some point, post filter implant, a permanent pacemaker was implanted; however, details were not provided. Since the filter implant the patient presented to the emergency room (ER) a minimum of thirty-eight times for chronic issues unrelated to the implanted filter. Beginning approximately five months post implant the patient underwent nine abdominal computed tomography (CT) scans and two lumbar and one abdominal x-ray. Findings in the CT scans noted a stable ivc filter and a left common iliac vein stent, the scans were otherwise unremarkable. It is unknown when the iliac stent was placed. Approximately six years and six months post implant, an abdominal CT did note a left renal mass consistent with a benign angiomyolipoma. The stent and the inferior vena cava (ivc) filter were noted as stable. Approximately five months later, a lumbar x-ray was performed and noted that the filter was ¿broken¿. A CT scan of the abdomen performed a week later noted the presence of an ivc filter and no acute inflammatory process was seen. Approximately four months later, another lumbar x-ray was performed and noted a stable ivc filter and left common iliac stent. Approximately one year and nine months post implant, the patient presented to the emergency room (ER) with complaints of a blood clot in the right leg. Ultrasound was performed and noted extensive deep vein thrombosis (dvt) of the right leg. The patient was discharged five days later. There is currently no additional information available for review.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events, since the subsequent imaging did not denote a filter fracture. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter fracture, blood clots and inability to retrieve device. Per review of the medical records provided, the patient was reported to have a history of seizure disorder (due to a closed head injury), weight gain, fever, fatigue, headaches, lightheadedness, dizziness as well as numbness and tingling sensation, memory loss, confusion, nervousness, insomnia, excess thirst and urination, heat and cold intolerance, bleeding bruising and tenderness, blurred and double vision, hearing loss, ringing in the ears and drainage, swollen glands in the neck, heart palpitations, shortness of breath, swelling of feet , ankles, and hands, joint pain, stiffness and swelling with muscle pain and back pain, peptic ulcer, chest pain, sinus problems, kidney stones, incontinence, urinary tract infections (uti¿s), kidney infections, myocardial infarction, pulmonary embolus, deep vein thrombosis, congestive heart failure, depression, bipolar disorder, anxiety disorder, non-compliance with anticoagulation, rectal bleeding, constipation, chronic back and leg pain, narcotic dependency, colon pain, hysterectomy, appendectomy, cholecystectomy, bilateral breast cystectomies and hypothyroidism. According to the medical record, the indication for filter placement was planned mainly for prevention due to multiple medical issues, including chronic pulmonary venous thromboembolism and noncompliance. The filter was deployed using anatomical marking and a ruler after the renal veins were identified. The patient was noted as becoming bradycardic with heart rated in the 40-50 range, a chronic problem, which did not cause chest pain, and at some point, post filter implant, a permanent pacemaker was implanted; however, details were not provided. Since the filter implant the patient presented to the emergency room (ER) a minimum of thirty-eight times for chronic issues unrelated to the implanted filter. Beginning approximately five months post implant the patient underwent nine abdominal computed tomography (CT) scans and two lumbar and one abdominal x-ray. Findings in the CT scans noted a stable ivc filter and a left common iliac vein stent, the scans were otherwise unremarkable. It is unknown when the iliac stent was placed. Approximately six years and six months post implant, an abdominal CT did note a left renal mass consistent with a benign angiomyolipoma. The stent and the inferior vena cava (ivc) filter were noted as stable. Approximately five months later, a lumbar x-ray was performed and noted that the filter was ¿broken¿. A CT scan of the abdomen performed a week later noted the presence of an ivc filter and no acute inflammatory process was seen. Approximately four months later, another lumbar x-ray was performed and noted a stable inferior vena cava (ivc) filter and left common iliac stent. Approximately one year and nine months post implant, the patient presented to the emergency room (ER) with complaints of a blood clot in the right leg. Ultrasound was performed and noted extensive deep vein thrombosis (dvt) of the right leg. The patient was discharged five days later. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and ten months after the filter implantation. The patient reports blood clots, clotting and or occlusion of the ivc, device unable to be retrieved with no documented attempts to remove the filter, and fractured filter struts. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, blood clots and inability to retrieve device. The indication for the filter placement, implant procedure, medical history and any retrieval attempts have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events, it is unknown if filter fracture occurred during a retrieval attempt. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter fracture, blood clots and inability to retrieve device.